Event description:
See initial report.

Manufacturer narrative:
H11: through follow up communication, livanova learned additional details related to the event: there was a bend in cannula at the taper, distal to the ra drainage, at the end of the taper. Furthermore, the patient¿s coagulation results were all over the place. The involved product is contaminated with hepatitis c, therefore according to livanova procedure, cannot be returned for investigation. However, a video showing and then confirming the bend in the cannula was provided by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: based on medical assessment, the reported bleeding was deemed unlikely to have been caused solely by the presence of a sharp edge and was considered more likely attributable to the patient¿s pre-existing conditions. Patient coagulation test results confirmed values outside the normal range. Furthermore, the risk associated with the bend was assessed as acceptable, and continued support was recommended. The event description indicates that no product damage was observed during unpacking, and insertion was performed without issues. A review of complaints database revealed no concerning trend related to this issue. Based on the investigation findings, it is most likely that the sharp edge was unintentionally created after insertion during use and possibly exacerbated by patient movements. Therefore, the reported bleeding was not directly related to a product malfunction but was more likely associated with the patient¿s specific conditions and coagulation difficulties, with a possible contribution from the sharp edge formed during use. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Cardiacassist received a report of a sharp angle into a protekduo cannula. In a patient for more than 16 days for v-p ECMO, a sharp angle of the cannula under xray was note with no flow concerns. Angle was not noted upon insertion and insertion went without notable issue. Upon removal of the cannula on (B)(6) 2025, it was noted a sharp bend in the cannula where it would have been sitting in the rv (distal to the proximal cage). Patient had acute bleeding that required large amounts of product resuscitation daily. Unknown if this was directly related to the acute bend in the cannula. Patient was successfully weaned

Manufacturer narrative:
A.1.-a.5. No patient information has been provided. D.4. Lot number is unknown. Therefore, also the UDI number and expiry date are unknown. This information will be provided in a supplemental report if made available. H.4. Lot number is unknown. Therefore, also the manufacturing date is unknown. This information will be provided in a supplemental report if made available. H.11. Cardiacassist manufactures the protekduo dual-lumen (29 fr). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.